Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that during a standard nephrostomy tube check, the locking mechanism was leaking on a mac-loc catheter. The mac-loc reportedly was locked properly, but the device, which was placed in the patient's right side kidney for a urinary drainage indication, was still leaking. The patient had to be re-sedated and have a right side nephrostomy tube exchange as a result of the product problem. The length of time that the complaint device was in the patient was requested but not provided. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, trends and visual inspection/functional testing of the device was conducted during the investigation. Clinical assessment: at this time, clinical assessment cannot eliminate any possible causes for this event such as product handling, medical procedure, patient environment, patient behavior, device failure, or manufacturing related causes. One 10.2fr drainage catheter was returned. The catheter was separated approximately 1.3cm from the distal end of the hub. Evidence of biomatter was noted on the catheter, indicating it was likely used. In addition to the cut in the catheter shaft, the flare appeared to be damaged by threading of the fitting. The mac-loc lever was in the locked position upon return. The catheter was tugged and it felt securely attached. Similarly, the cap was twisted and felt securely attached. The catheter was leak tested by hand injecting room temperature tap water while the distal end of the catheter was clamped shut. A leak was noted between the distal end of the cap and the catheter. The complaint has been confirmed through table top testing. The connector cap inner diameter, flare diameter, mac-loc hub distal inner diameter, and catheter tube outer diameter were all found to be within cook's manufacturing specifications. Additionally, a document based investigation evaluation was performed. A lot number was not able to be provided, therefore a non-conformance review and complaint lot search could not be completed. Based on the information provided, device evaluation and the results of our investigation, the root cause has been determined to be manufacturing error due to the device failure analysis identifying threading in the flare. This failure mode has been escalated per internal processes. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment no further action is required.